Event description:
It was reported that a patient had a revision. No additional information was provided regarding the revision and it was unclear when the revision occurred or what was done. The patient also said her device was dead. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# j0454564v, implanted: (B)(6) 2004, product type: lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).